Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The livanova field service representative in charge replaced the patient bridge and the issue could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a heater-cooler system 3t patient pump stuck during maintenance. There was no patient involvement.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2015. The most likely root cause of the reported issue is associated to pump motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
See initial report.